Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was observed during a follow-up exam. The physician decided not to change out the device and follow the patient normally.